Manufacturer narrative:
Batch documentation has been reviewed and there was an issue in production around the time that this lot was produced. The issue was regarding smell and a non-conformity was opened. An investigation was performed, and methanol was found as the root cause of the smell. The issue was resolved with the supplier. The nc was closed in beginning of june 2024. The batch documentation show no other deviation. There are no other complaints for the lot, and there have been no other complaints related to smell or allergic reaction since march when the product was produced. Upon return of the samples, the complaint handling officer at quality control was able to confirm that there was a strong smell coming from the product. Some of the returned samples along with reference samples were tested by r&d. Their conclusion is summarized: "in the initial gc-ms-headspace analysis, a difference in acrylate concentration was observed in the funnel of the complaint sample compared to the reference sample. Subsequent tests using lc-ms, gc-ms and additional gc-ms-headspace analyses showed no significant difference between the complaint sample and the reference sample. Despite the initial observation, the lack of consistent finding across multiple tests makes it difficult to draw a definitive conclusion about the presence of acrylate-related issues. Based on the data gathered, no clear evidence has been found to explain the root cause of the issue.". The supplier of the raw catheters has performed an investigation into the case and could not identify any deviation in the batch documentation. They could confirm that all correct materials were used in production of the lot, all relevant tests were performed and approved, and no discrepancies were found in the machine logbook during the time when the lot was produced. It is unknown if the allergic reaction and the smell are connected. Despite repeated lab tests, the lack of consistent finding across multiple tests makes it difficult to draw a definitive conclusion and no clear evidence has been found to explain the root cause of the issue.

Event description:
The incident happend outside us, in great britain. The incident involves a male patient that had been using lofric nelaton for about 11 years. In june he started to notice that his hands started to swell. If he touches anywhere else on this body with his hands after handling the catheters, that area would also swell and go red. He also states that the last two months, the catheters have had a strong chemical smell. The patient did not seek any medical care. The patient has now changed to another brand of catheters.

Event description:
The incident happened outside us, in great britain. The incident involves a male patient that had been using lofric nelaton for about 11 years. In june he started to notice that his hands started to swell. If he touches anywhere else on this body with his hands after handling the catheters, that area would also swell and go red. He also states that the last two months, the catheters have had a strong chemical smell. The patient has now changed to another brand of catheters.

Manufacturer narrative:
Whc will try and get the product back for investigation. Batch documentation will also be investigated. This will be followed up in next report.